Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported they have the ins for retention symptoms. Pt said every day when they wake up, they turn it up one point from 3.0 to 4.0 for 3 hours, then turn it back down, and this keeps them urinating however even with turning it up for 3 hours every day, they have still had to cath every afternoon (lately 2 or 3 times) and this has been going on for about 3-4 years. Patient reported recently they noticed pain where the ins is located and yesterday and today, when they turned it up, the pain got horrible so yesterday, they turned it off but the pain in their hip lasted almost all day. Patient reported they actually noticed since implant, ins site pain was off and on, it would come and go and sometimes interfere with walking, they have stopped walking at the mall because it hurt so bad but it is not extreme. Patient reported lately they also have the feeling of having to urinate and in the past week had an infection and was treated for it they have been taking prescribed medication since tuesday. Patient said this morning they went to their doctor's office and the nurse cathed them and told them to call medtronic. Technical services could not clarify the reason nurse wanted them to call medtronic. Offered to help patient use their programmer to make a change to their program setting to see if that would resolve the pain or work with them to turn stim down or off until they can have their symptoms evaluated by their doctor but pt said: they cannot take the chance of fooling with the programmer on their own. Technical services redirected patient back to their doctor for their medical symptoms. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue, also sent an email to the rep in the area in case they would be able to offer assistance. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they did not have an infection, they had problems with the pacemaker hurting. Their skin formed a big ball it was hard to urinate and also very painful. They said that the device caused/contributed to the pain, when turning up control 1 point it hurt and became extreme after 5 years of using implanted device. They noted catheterization was not a standard of care for them prior to device. They called back again and reported that they were having horrible problems and requested an email be sent to the rep. They reiterated the issues they were having were the inability to urinate and they were in pain. They had to cath themselves 4-5 times in the afternoon and they were suffering everyday. They were told by rep not to use the controller as that was causing the problem. They were redirected to their hcp to coordinate an appointment with the rep.